Event description:
This study pt underwent carotid stent implantation and suffered a target lesion dissection and an mi (myocardial infarction). The pt was a male with medical history including cardiac arrhythmia, congestive heart failure, severe aortic/mitral valve disease, renal insufficiency, coronary artery disease, contralateral carotid artery disease and hypertension. The target lesion was right carotid artery described as mildly calcified, non-tortuous, eccentric and 98% stenotic. An angioguard was inserted, tracked, deployed and retrieved without difficulties. The precise stent was implanted without reported difficulty. The lesion was post-dilated with an unknown aviator balloon and, it was noted there was dissection at the site after inflation. The aviator was used to "tag up" the dissection by further inflations. The procedure was completed successfully; no evidence of the dissection was seen in post procedure angiography. The pt left the angio suite neurologically intact. After the pt left the angio suite, he suffered an mi exhibited by bradycardia, hypotension and cardiac enzyme changes. The pt was treated medically and sent to micu (medical intensive care). The pt was maintained on an asa and plavix medication regimen. The stent remains implanted thus unavailable for analysis.

Manufacturer narrative:
The (DHR) device history record review could not be performed, because the lot number was not provided. Myocardial infarction is known potential adverse event associated with stent implantation procedures. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the vasculature and potentially slowing or completely occluding blood flow. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. This action (inherent risk of the procedure) combined with the patient's complex medical status and procedural factors may have contributed to the event. This is one of two products involved with this product malfunction, which is associated with mfg report# 9616099-2008-02252.